Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking. There was apparent explant damage.

Event description:
It was reported that the implantable cardioverter defibrillator experienced an early battery depletion. The left ventricular lead had chronic high thresholds. Both the device and lead were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking. There was apparent explant damage.